Event description:
Instrument failure - the surgeon was reaming the glenoid over the tap, when the tap broke, leaving the screw thread portion stuck in patient.

Manufacturer narrative:
Part of the instrument was returned on 21- aug-2018. When the reported event occurred the instrument may have been in service for 7.2 years. This event occurred during surgery near the patient. There was not another suitable device available, the incident did cause a 10 minute delay in surgery, however; surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Review of the complaint history indicates to date that 5 complaints have been reported against this lot number. The summary of complaints for the reported instrument part is as follows: 3 for functional, 15 for dull/worn, 1 for locking mechanism damaged, 5 for seized/galled, 4 for threads damaged/galled, 25 for bent, 31 for broke/cracked/damaged, 1 for device cracked/broke, 5 for end of life, and 20 blank. Examination of the returned bone tap shows the threaded tip (not returned) broken off confirming the complaint. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.